Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with three proglide devices after a peripheral interventional procedure. Reportedly, suture trigger failure on the dispositives [the suture failed to deploy]. This occurred with all three devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy could not be replicated in a testing environment as the plunger, posterior needle tip, both cuffs, link, suture and suture trimmer were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to fire/ deploy could not be determined based on the returned device condition. Factors that contribute to failure to fire/ deploy may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.